Event description:
The customer contacted baxter's technical service center to report a disconnection issue with homechoice (hc) disposable cassette while on a home choice (hc) device during dwell 2. The care giver (cg) stated that one of the bags disconnected from the set up. The baxter technical service representative (tsr) assisted the cg with ending therapy on the hc and removing the cassette. The tsr advised to dispose of the current supplies and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for connection issue is confirmed. The cause was due to a supply bag disconnecting without falling.